Manufacturer narrative:
The device involved in the reported event was returned to welch allyn, inc. For evaluation. It was determined that a molded piece of the device was slightly out of specifications causing the part to bind. The problem was traced to two specific cavities within the multiple part injection molds. The cavities were corrected to bring the parts back into specifications through CAPA. The reported failure rate, as a function of distributed units, is 0.008%.

Event description:
Plastic vaginal specula stuck in the open position. Difficult to remove from patient.